Event description:
It was reported that on (B)(6) 2013 a 'call your doctor' icon was displayed on the patient programmer (pp). "Shortly" after that, the patient noticed a return of her symptoms. The patient was 'frustrated' because the pp was 'not working' and she was unable to adjust stimulation. It was noted that the patient was going to contact her healthcare provider (hcp) that day. It was later reported that when the patient saw her healthcare provider the previous week, it was determined that the battery was dead. It was noted that the patient was scheduled for a replacement surgery on (B)(6) 2013. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacture representative. The patient's next appointment was scheduled for (B)(6) 2013. The hcp reported that the cause of the event was implantable neurostimulator (ins) battery failure. The battery failure was premature. Revision of the ins was performed on (B)(6) 2013. The results of the revision were good. The patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-33, lot# v388976, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the programmer batteries were dead. The patient changed the batteries but was still unable to adjust the stimulation. It was reported that the patient was having accidents again and the device gave them a stomachache.